Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot#: va2q844. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2q844, ubd: 24-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the therapy is not working as well as they would like it to. This began around 1 month ago while on a short trip. Walked the caller thru using all 7 programs and they encountered "max settings" on each. In addition they en countered "an error has occurred a couple of times". They have not had any falls or trauma. Redirected to hcp. Caller is having an MRI today. Walked caller through MRI successfully. Reviewed that seeing max settings will not impact the ability to have the MRI as the caller was seeing full body eligible. Additional information was received from the patient. It was reported that the cause of the max settings was unknown. The patient stated the most likely cause was most likely faulty battery implanted or disconnect of faulty wire. The steps taken to resolve the issue included physician advises to undertake new procedure to determine cause of implant failure. The issue was not yet resolved. The cause of the error message was unknown at this time. The patient reported the error message reads "impedance." The patient stated the most likely cause was faulty battery implanted or faulty wire became disconnected from battery. The steps taken to resolve the issue includes another procedure will have to be performed to determine implant failure. The issue was not yet resolved.